Manufacturer narrative:
Based on the returned vps sample, it passed the visual inspection and luer cone inspection. No abnormality was observed. The returned sample was able to connect with sarstedt adapter properly (refer to figure 2 in attachment a). As the disconnection was not observed from on the returned sample, the customer experience cannot be determined. The probable root cause for the sarstedt adapter to slip out could be due to user did not fit the adapter with the cannula hub properly and cause the connection to be loose. User may consider using luer lock connector instead of luer slip connector for a more secured connection. Complaint trend would be monitored.

Event description:
No additional information. During blood collection, our vps repeatedly disconnects itself from the sarstedt tube. Blood cannot be drawn completely. (B)(6) 2023. We just received the following information: ¿according to the risk assessment I received, a second cannula had to be placed. The emergency room (where the problem has occured) that there was a pool of blood on the bed.¿ lot number is still open, but we should be receiving samples next week at the latest. I´ll let you know as soon as they have arrived and check for lot number as well.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety catheter repeatedly leaked. The following information was provided by the initial reporter, translated from german to english: during blood collection, our vps repeatedly disconnects itself from the sarstedt tube. Blood cannot be drawn completely.